Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted when trying to discharge a patient.

Manufacturer narrative:
On 12/3/2018 customer stated that cns device spontaneously shutdown whenever customer attempt to discharge a particular telemetry patient. Nk tech support assisted customer in changing the location of the patient on the cns and the same issue was still present. Unit was never sent in for evaluation. Service requested: repair. Service performed: investigation result: service history for this device shows device was delivered to customer on (B)(6) 2018. No previous issues were reported. This notification was created 5 months after delivery date. Upon receiving customer report of the issue, a loaner was sent to customer in order to receive the alleged malfunctioned device for evaluation and repair. The alleged malfunctioned device was never received. A review of manufacturer's device history record shows no nonconforming report, no deviation and no corrective and preventative actions associated with this device. Please see attached DHR review form. The root cause of the reported spontaneous shutdown could not be determined. Customer had not reported a similar incident regarding this device.

Manufacturer narrative:
The customer had planned to send the cns in for repair, however the unit has not yet been received by nihon kohden. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted when trying to discharge a patient.